Event description:
It was reported that this right ventricular (rv) lead dislodged and the patient received an inappropriate shock with a low out of range shock impedance measurement. Technical services (ts) provided a review of stored episodes and noted noisy signals that were oversensed that led to the inappropriate shock. Tachy therapy was programmed off by the physician. The patient was feeling symptomatic with ventricular pacing as it was stimulation the pocket. Ts also explained to the rep that low out of range shock impedance lower than 20 ohms would get a shorted shocking lead when interrogation device. Ts recommended replacing both the implantable cardioverter defibrillator (ICD) and this rv lead. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The helix was extended and there was dried body fluid and tissue within the helix housing. Testing was completed to assess lead electrical performance and outer insulation integrity. Electrical performance tests are within normal limits. Visual inspection confirmed no abnormalities. Laboratory testing was unable to reproduce the reported clinical observations, and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this right ventricular (rv) lead dislodged and the patient received an inappropriate shock with a low out of range shock impedance measurement. Technical services (ts) provided a review of stored episodes and noted noisy signals that were oversensed that led to the inappropriate shock. Tachy therapy was programmed off by the physician. The patient was feeling symptomatic with ventricular pacing as it was stimulation the pocket. Ts also explained to the rep that low out of range shock impedance lower than 20 ohms would get a shorted shocking lead when interrogation device. Ts recommended replacing both the implantable cardioverter defibrillator (ICD) and this rv lead. This rv lead was explanted and successfully replaced. No additional adverse patient effects were reported.